Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) touchscreen would not calibrate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions), h6 (health effect ¿ clinical code, health effect ¿ impact codes). Additional customer contact phone: (B)(6). A getinge field service engineer (fse) confirmed and stated customer reports touchscreen not working. Replaced touchscreen. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of the touchscreen not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. It was confirmed that the touchscreen would not respond to any input. No root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a